Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error was displayed on the screen during preventive maintenance (pm) service. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error was displayed on the screen during preventive maintenance (pm) service. The customer also noted that 110b error the code was verified in the event log, and no parts had been replaced recently. The pin alignment on the data acquisition (da) printed circuit board assembly (pcba) was good, and there was no obstruction at the exhalation port. The remote service engineer (rse) advised the customer to replace solenoids 3 and 4 or the da pcba and da pcba to mc pcba cable to correct the issue and provided the customer with the part numbers of the replacement parts. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2025-049903. The investigation will be documented under MFR report number 2518422-2025-049903. Therefore, this complaint no longer meets reportability requirements.